Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments or display anomaly was noted during testing. No damage noted on the display window. The device had a scratched case, pillowing keypad overlay, scratched keypad overlay at the select button and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. No indication of troubleshooting or the issue being resolved. The insulin pump will be returned for analysis.